Event description:
It was reported that the pt had his device removed due to infection. No other info regarding event was given. Lead and generator were returned to manufacturer. Analysis on generator is pending, but lead analysis was completed and showed no anomalies. Review of manufacturing records reveal that the lead and generator were sterile prior to distribution. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.